Event description:
Boston scientific crm received information that, during the implant procedure, this right ventricular (rv) lead exhibited shock impedance values less than 20 ohms. The physician tried disconnecting and reconnecting the lead, but impedance values were still less than 20 ohms. The physician then elected to implant a new rv lead. The shock impedance measurements were again less than 20 ohms. The physician then turned off the coagulator, and the shock impedance values were between 35 and 70 ohms. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils.